Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in line) alarm was not confirmed. The root cause was determined to be use error and there was there was no allegation of a product malfunction. Therefore, a batch review was not conducted. A labeling review found the labeling to be adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during drain. The care giver (cg) stated when she came into the room, the patient line was disconnected from the transfer set. Gts explained that air had entered the setup, and assisted the cg to end therapy by cycling power on the hc. Gts reviewed proper procedures and advised the cg to contact the nurse. Product surveillance spoke with the nurse who said that the incident was caused by use error. The nurse clarified that the patient line was not connected to the transfer set as it tightly as it should have been. The nurse said the home patient was retrained on proper procedures. No allegation was made against the baxter products. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is received.